Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a tear in the black controller cable was confirmed with the returned system controller (serial # (B)(4)) and the submitted log files. Visual inspection reveal tape on the black power cable. The tape was removed, which revealed a tear on the outer jacket with exposed underlying wires. The system controller was tested together with laboratory equipment and the damaged black power cable did not affect any functions of the device. A root cause that attributed to the damage could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (serial # (B)(4)) was shipped to the customer on 14jun2019. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed. Heartmate 3 instructions for use (IFU) states ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a log file review was requested for the patient. According to patient, a portion of tubing has always had a kink in it and now has cracked. It is the cord to the black power source. The vad coordinator has secured it with silicone tape.the event log for hm3 patient contained a few pi events as well as routine power source changes. In regards to the tear in the black controller cable, tech services recommended replacement (when patient can safely tolerate) as water ingress can happen even with rescue tape applied. The log also appears to indicate the patient is sleeping on battery power which is not recommended. The device was returned and exposed underlying wires were observed during analysis.